Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motion sensor test failure. Customer's blood glucose level was 290 mg/dl. He was unable to rewind the insulin pump due to motion sensor test failure alarm. The motor error alarm continued while attempting to rewind for a displacement test. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. The pump also had a corroded motor and vibrator motor during visual inspection. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify the motion sensor test failure or motor error alarm due to the blank display. The pump had minor scratches on the lcd window, a cracked reservoir tube lip and a scratched reservoir tube window.